Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 20-jun-2024, patient experience one infusion set was fell off during use. The infusion set is long for 1 day. No further information available